Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced underdose and unspecified withdrawal symptoms. The pump was set to minimum rate. During pump exchange for elective replacement indicator (eri) prior to in-vivo depletion, the doctor was unable to aspirate the catheter in the pocket. The catheter tip reportedly migrated intrathecally downward and was subsequently explanted and replaced. The patient outcome was unknown. The patient's pump was intended to infuse morphine. Additional information was requested to determine the patient outcome after the catheter replacement.

Manufacturer narrative:
Analysis of the catheter found a user-related hole in the catheter body. Analysis of the pump found overinfusion with undetermined root cause. There was an infusion accuracy test failure.

Manufacturer narrative:
Method, result, and conclusion codes have been updated. The previous method, result, and conclusion codes no longer apply. (B)(4) applies to the pump and (B)(4) applies to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.